Manufacturer narrative:
Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was software issue, after selecting profile they couldn't go forward to the next screen it was completely blue with nothing to select. No patient.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that during troubleshooting a manufacturer representative went to the site and confirmed the software issue.

Manufacturer narrative:
Additional information: medtronic received additional information that the software had to be reinstalled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: 2.3. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.